Event description:
This device is reported as used in the sfa. Pt had the stent placed in the right sfa in 2007. He returned in 2008 for a run-off. The physician noted an area distal that appeared a fractured stent. The physician did not intervene at that time.

Manufacturer narrative:
Please reference MDR 2183870-2008-00110 associated with this MDR. Two stents were used in this procedure.